Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was explanted and replaced. No further information is available.